Event description:
Customer initially provided limited information on (B)(6)2024. A clinician reported that a zcore¿ expand product was placed in a patient and sutured over the socket. The patient came back and x-rays were taken to see how the bone healed. There was no bone, the zcore¿ expand "didn't do anything". At this time, no indication of negative patient impact or adverse event was reported. The customer provided additional information surrounding the patient and event on (B)(6)2024. The initial surgery was (B)(6)2024 and indicated tooth #2 site; surgical technique included extracting infected roots, removed all granulation tissue, and placing two zcore¿ expand (socket plugs) and sutured. The event occurred on (B)(6)2024 and intervention was required. The clinician was going to perform implant surgery but no bone had formed, only soft material which the clinician was able to scrape. It was also indicated that the patient was doing take home bleaching. The current patient status is waiting for the graft to mature. The customer provided additional information surrounding the patient on (B)(6)2024. Updated patient status, using a different graft system and currently at the healing stage. The "different" graft system was not a collagen matrix, inc. Product but an allograft and membrane from a different manufacturer. The patient had also used a tray system for bleaching teeth for both upper and lower arches with minimal reservoir at facial/buccal surface. The tray did not extend to surgical site. No additional information on patient status was provided.